Event description:
Pt had laparoscopic supracervical hysterectomy performed on 12/4/95. On 12/10/99, metal object which resembles tip end of button tip electrode was removed laparoscopically. Button tip electrode is used on laparoscopic supracervical hysterectomy.